Event description:
It was reported that the workstation ac plug on the 9800 sysem is not working properly. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cord assembly. The system was tested and found to be working as intended, and placed back into service.